Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legal system) complaint number wpc (B)(4). Reason for original complaint ¿ patient was revised to address instability secondary to adverse tissue reaction and abductor erosion. Additionally it was noted that the surgeon planned to change the version of the stem. However, attempts at removal of the stem from the sleeve were unsuccessful. Update rec'd (B)(6) 2015- ppd and medical records. Received. Ppd and medical records were received on (B)(6) 2013 with the alert date of (B)(6) 2013. The records were reviewed for MDR reportability on (B)(6) 2015. The revision operative note indicated instability and malpositioning of the stem (attempted to change the version). The stem wasn't able to be revised though. The MDR decisions are being changed for the stem, liner, and head (products 2, 3, and 4). The complaint was updated on: (B)(6) 2015.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).